Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had passed out from hypoglycemia. Emergency medical services arrived on scene and gave him glucose. The customer also mentioned issues when filling the insulin pump: the device would continuously add insulin despite releasing the act button. The customer explained that he primes the tubing until the tone changes on the pump; however, the customer was advised to disregard the tone change and pay attention to the actual drops exiting the tubing. The customer also mentioned that he is connected to the tubing while he primes, and the customer was advised against this. Troubleshooting did not occur. The insulin pump was not returned for analysis.